Event description:
It was reported that the customer found air bubbles in the reservoir while performing a manual prime during troubleshooting for a no delivery alarm. She stated there were small champagne bubbles. Customer's blood glucose was 348 mg/dl. She stated the insulin pump was rewound with a reservoir in place. Customer understood the air bubbles would appear when this occurs. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.